Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator had an error code displayed on the screen. The battery was removed and replaced, clearing the code. There was no patient involved with this event.